Manufacturer narrative:
B5 describe event or problem - additional. D4 model no - additional. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional. Primary UDI number - correction. H2 correction/additional information. H4 device mfg date - additional. H6 health effect impact code - additional.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the pediatric patient experienced hyperglycemia and was not very responsive (not confirmed if the patient actually lost consciousness at some point). The mother took the patient to the hospital on (B)(6) 2025 because of the high blood glucose because they didn't realize that the sensor already failed. They had to stay at the hospital for 24 hours and the patient was treated with IV fluids. At the time of the report the patient was ok. No other details were documented.a review of performance data shows that the patient's high alert was set to 250 mg/dl but was disabled. The patient's signal loss and no readings alerts were also both disabled. Data investigation shows that the patient's estimated glucose values exceeded the high alert threshold at 8:38 pm on (B)(6) 2025 with an egv of 313 mg/dl, but the app did not deliver a high alert as it was disabled. At 8:43 pm, the patient's egvs rose slightly to 319 mg/dl, and after that, the patient entered a period of brief sensor issue starting at 8:48 pm. The brief sensor issue continued until 10:33 pm, at which point the patient entered a period of signal loss. The signal loss continued until 11:03 pm, at which point the patient's sensor failed. The app delivered a sensor failed alert with full volume at 11:25 pm and was acknowledged by the user at 11:29 pm. A new session was not started until around 4:00 pm the following day. The patient's first egvs during this session read high (greater than 400 mg/dl), and they did not fall back into target range until much later that evening. The reported complaint of a wearable failure is confirmed. The root cause was determined to be a low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the pediatric patient experienced hyperglycemia and was not very responsive (not confirmed if the patient actually lost consciousness at some point). The mother took the patient to the hospital on (B)(6) because of the high blood glucose because they didn't realize that the sensor already failed. They had to stay at the hospital for 24 hours. At the time of the report the patient was ok. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.